Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and upon reloading the cartridge, a minimum fill notification was received. Customer was unsure the amount of insulin that was in the cartridge. Customer also received a continuous glucose monitor error 42. The pump was reset, and a cartridge was loaded to resolve the issues. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 150 mg/dl.